Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, does not recognize open door was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be upper latch switch to be stuck. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.